Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set tubing was leaking from site within 48 hours of use. High blood glucose level displayed high and treated with correction bolus via pump. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.